Event description:
It was reported that during a coronary stent procedure, the physician experiencing difficulty advancing the stent into an extremely tortuous and calcified left anterior descending. The catheter was rotated while being advanced into the lesion. The balloon would not inflate and the stent was left undeployed in the lesion. The delivery device and the wire were removed and the pt went to surgery as was originally recommended by the physician. Pt status is listed as "okay".